Manufacturer narrative:
According to the information received, the device was not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. Furthermore two channels were already extracochlear at the time of implantation. Revision surgery is being considered.

Event description:
The user has noticed a decline in sound quality and speech discrimination. The user is holding off regarding revision for the time being.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had 2 channels extra-cochlear since implantation. Now the audiologist reported that several additional channels have backed out. It is unknown if the hearing perception has changed. Surgery is considered.